Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump went to blank display immediately after being exposed to moisture. The customer's blood glucose was 122 mg/dl at the time of incident. The customer stated that the insulin pump was dropped and got exposed to moisture. The customer stated that there was water under the lcd screen. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.